Event description:
The device was returned from customer for service with a reported failure code 703. The hospital representative stated they have no record of any patient incident involvong the pump since the last baxter service event.